Event description:
Per the information provided to co by the physician's office, the device was removed due to "erosion into the urethra." As reported to co the entire device was removed and not replaced. 05/27/97- as reported in the operative notes, the physician/surgeon said..."it was noted that the penile prosthesis had eroded intothe urethra. For this reason it was felt best that the prosthesis would be removed."